Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and stretched tip coils were confirmed. The separation was not confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product labeling was not returned with the guide wire and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the tip of the prowater guide wire was separated prior to use in the patient. A supracore guide wire also separated at the mid section prior to use. No resistance was noted during removal of the devices from the packaging. The devices were not used on the patient. The procedure was completed using another supracore guide wire. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The asahi prowater referenced is being filed under a separate medwatch report.